Event description:
The customer observed smoke coming out of the cell-dyn 3200 analyzer. Turned off the analyzer and requested field service which found damaged amplifier module and damaged signal processor module boards under the power supply cover. The damaged parts were replaced, quality controls were run and the analyzer was put back to the ready state. The issue is being monitored. No impact to patient results, patient management or user safety was reported.

Event description:
It was reported that the device was explanted after an implant duration of approximately 17.6 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
During interventional cath procedure, stent deployed in coronary artery. After inflating balloon, we were unable to retrieve catheter. Additional attempts to retrieve were unsuccessful. Patient was sent for emergent coronary artery bypass surgery where stent and balloon were successfully removed.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.